Manufacturer narrative:
Unit passed displacement test and selftest however, unit received with corroded electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's o ring was missing. Customer stated there was fluid in the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.